Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three eea 28mm single-use staplers. The reported condition for this incident was that the staple line did not hold and staple missing. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the devices were found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was an issue with the staples in the device. Many attempts to obtain clarification have been made. The device was thrown away. Two days post procedure it was reported that a stoma was made. The patient underwent reoperation.

Manufacturer narrative:
(B)(4). The device was returned june 10, 2016.